Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during flap creation, the surgeon observed a possible vertical gas breakthrough in the patient's left eye and a hole in the flap during surgery. The patient was diagnosed with myopia and astigmatism and was treated with prescribed medications and a stream light procedure. The surgery was completed. However, the patient's symptoms were improving at the time of reporting. There are multiple related reports for this facility. This report addresses the patient dicm, left eye and other manufacturer reports will be filed.